Event description:
Procedure type: lab billroth I. According to the reporter: after firing the device, the stomach and duodenum were cut but no staples were seen at the anastomosis. The case was converted to billroth ii to complete the procedure. No bleeding was reported.